Event description:
Study event. Device malfunction: none. Symptoms/ae: asymptomatic bradycardia. Time of symptoms/ae: after the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt experienced persistent asymptomatic bradycardia. The pt has a history of atrial fibrillation and tachybrady syndrome, but was not followed by a cardiologist. The pt's coreg was held prior to the procedure, as it is a policy for carotid stenting. Post procedure, the digoxin was also held. The pt was evaluated for possible pacemaker placement. Two days post procedure, she was discharged home with a holter monitor for cardiac rhythm evaluation. A few days after discharge, the pt called the office with complaints of palpitations. An ECG done in the office showed "atrial fibrillation with left bundle branch block" left bundle branch block had been present prior to intervention). She was started back on her digoxin and her coreg dose was returned to pre-intervention dose. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. The lot history record was reviewed, and there are no non-conformities associated with this lot number.